Event description:
The customer reported the system shut off by itself. He rebooted the system and it was fine.

Manufacturer narrative:
The ge service rep called the customer, and the system was working fine at that time. They will monitor it and contact us if it fails again.